Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 12mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. Microscopic and tactile inspection revealed a pinhole in the balloon material, at the distal edge of the proximal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube and damage to the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 12mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.